Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented to the electrophysiology laboratory on (B)(6) 2018 for a scheduled implant procedure. Boston scientific received information from the boston scientific sales representative that this patient died on (B)(6) 2018. The cause of death was attributed to myocardial infarction. There were no reports that the use of the device caused or contributed to the patient's death.